Event description:
Over a two week span, starting (B)(6) 2011, (B)(6) was getting paged by ICU and respiratory often in regards to skin reactions they were seeing with any of the endotrach tubes that were attached utilizing the (B)(4). The reactions would begin 24 hr post and the reactions would start with blisters and then would exacerbate with skin breakdown. Please note each pt. W/an endotrach tube has mastisol glue applied prior to the tape and sometimes the 3m cavalon no sting barrier film is added. Since stopping the use of the cardinal product and going back to kimberly clark they immediately stopped seeing the skin reactions.

Manufacturer narrative:
The sample was received and evaluated. The tape is made with acrylic adhesive and cotton fabric coating with polyethylene and passed biological compatibility testing for the adhesive prior to production. This product was first manufactured in 2009 for cardinal health with only 4 lot numbers, 0910-sh, 1003-sh, 1006-sh and 1009-sh. The DHR was reviewed and no problems in manufacturing or abnormalities were found. There have been no changes in the materials or methods used to manufacture this waterproof tape. The report is still under investigation. As applicable, a corrective and preventive action will be initiated once the potential cause is identified.